Manufacturer narrative:
(B)(4)

Event description:
Pt reporting signal loss.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/18/2018 that on (B)(6) 2018 a loss of connection had occurred. Data was provided for evaluation. The reported issue was confirmed. The probable cause could not be determined. No additional event or patient information is available.